Event description:
The customer alleged that the audio alarm functioning intermittently. The mallinckrodt customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self testing. The power switch was replaced as a precautionary measure. It is not verified that the audio alarm is intermittent, and no malfunction may have occurred. There was no pt involvement.